Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device initially used and worked according to plan for approximately 6 firings. On the 7th firing, the device was not able to cut and staple. A new device was opened and did not work as planned and surgeon was not able to fire the instrument at all. A third device, was opened and the surgeon was not able to close the device over tissue, and ended up breaking the handle. A fourth device was opened and the surgery proceeded as normal. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: batch # e5pa68, exp date: 06/15/2013; MFR date: 07/15/2008: (firing trigger teeth). Instrument c: batch # e5lx5v, exp date: 12/07/2012: MFR date: 01/07/2008: (pinion axle support). Eval summary: the analysis results found that the 6sb45 device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device was received in good condition. The analysis results found that the 6sb45 device b with the firing trigger handle broken and with a reload present. The cartridge reload was received partially fired and without damage in the lockout tab. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no other abnormalities were found. While no conclusion could be reach on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The analysis results found that the 6sb45 instrument c was received with the firing mechanism damaged and a reload present. The reload was received partially fired and with no damage in the lockout tab. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.